Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s wife reported that she thought for probably a week or two, the patient¿s communicator had not been charging. The caller stated that the patient had tried 3 different charging cords, and they all ¿popped right out.¿ the patient then came on the line and stated that all of those cords charged other devices well. The caller stated that the cords ¿slide out¿ of the charging port and the communicator charging port looks loose. The patient stated that the indicator light was not coming on. Then stated that the indicator light would come on, but then it was not coming up and that's when it quit working. The caller stated that the patient recently went into their healthcare provider¿s office for something else, and when there, they mentioned the issue and they were told to call. A replacement communicator was requested from the repair department because the communicator charging port was loose and it would no longer take a charge.